Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Through implant patient registry it was learned that a 33mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 4 years, 28 days due to unknown reason. The tmvr was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.